Event description:
The customer reported device errors, charge shock failures in the status log, solid x on the battery light, calibration overdue messages with audible beeps every few seconds. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported device errors, charge shock failures in the status log, solid x on the battery light, calibration overdue messages with audible beeps every few seconds. There was no reported patient involvement. Philips repair bench evaluated the device and recreated the complaint. The therapy pca was replaced to address the complaint. The device passed all performance assurance tests and was sent back to the customer.